Event description:
A ventilator was returned to the manufacturer for service. The device was not in patient use. During the evaluation of the device at the manufacturer's service center, "service required" codes were found in the ventilator's downloaded error log. The device's oxygen blending module board needs to be recalibrated and the system board needs to be replaced to address the issues. During the evaluation of the device, an issue with the device's blower was observed. The device's blower needs to be replaced to address the issue. During the evaluation of the device, the device failed a step during testing. The device's sensor board needs to be replaced to address the issue.